Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer¿s blood glucose level was 139 mg/dl at the time of incident. Customer was advised to observe time clock for one minute, however time did not advances. Customer stated screen was not completely blank. Customer reported that there were no any alarms occurred during, or after, the buttons stopped responding. Customer was advised to remove current battery, ensure screen goes completely blank and then insert new battery, however screen was not blank after inserting new battery. Customer was advised to monitor insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms, however time was advancing. Customer was advised to verify all buttons were responding properly, however buttons were not responding. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.